Event description:
Philips received a complaint by the customer on the v60 indicating that the device does not power on. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. With ac and battery power connected and unit not turned on, the battery led will flash once when ac is connected then not illuminate at all. The power switch led illuminates steady green with ac and or battery power connected. Customer requesting onsite repair per contract. The rse advised to replace the power management printed circuit board assembly (pcba). The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. Tried known working ac cord, device on battery alone and on ac alone. Leds would light up but device would not turn on. Replaced pm pcba. Device powered on and functioned properly. Device passed all required tests for pm pcba replacement and had no error codes in the log after replacing pm pcba. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.